Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was in use from (B)(6) 2016 until (B)(6) 2016 (40 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. To reduce the mechanical friction between layers as well as between the air-side layer and the stabilization ring membrane layers are coated with graphite powder. Both sides of the air-side layer and the middle layer, and only the inner side of the blood side layer are coated with graphite. Visual inspection of the returned pump confirmed the presence of particles in the air chamber. At this time, no membrane defect could be detected. Evaluation is currently in process at berlin heart (B)(4). This report concerns the right excor blood pump of the patient. The left excor blood pump of the patient will be reported separately under MFR. Report no. 3004582654-2016-00028.

Event description:
Berlin heart inc. Clinical affairs (ca) was contacted by the site who reported that black particles were visible along the stabilization rings in the air chambers of both excor blood pumps of a patient supported in the bivad configuration. The clinic stated that the black particles were seen over the past two days. It remained stable and without much change since it's first appearance. The patient was completely stable, with no issues of support. The blood pumps continued to function as intended with full filling and ejection. Berlin heart ca recommended an exchange of both the blood pumps. The exchange of the excor blood pumps was uneventful and the patient had no untoward effects.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). Incorrect pump serial number was reported in the initial MDR report. Correct serial number is (B)(4). The site reported that the pump continued to fill and empty completely and the patient was adequately supported with no issues for 40 days. The blood pump was subjected to internal functional testing and the pump performance met functional specification. The blood pump was disassembled for further inspection, but no defects could be confirmed. Bubble testing was conducted on the individual layers of the triple layer membrane and could not confirm any leaks. During production of the excor blood pumps, graphite powder is applied on both surfaces of the airside and middle layer and only on the inner surface of the blood-side layer of the membrane. Once the pump is in use on a patient, minimal graphite powder particles might come loose from the outer surface of the airside layer. Furthermore, during pump operation, the mechanical movement can lead to the creation of a darker strip on the membrane, extending along the stabilization ring. This is a normal run mark. The blood pump in question met its specification and is judged capable of providing continued adequate support to the patient. This report concerns the left excor blood pump of the patient. The right excor blood pump of the patient will be reported separately under MFR. Report no. 3004582654-2016-00029.